Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that upon interrogation at a routine follow-up, the programmer displayed a warning message for the right atrial (ra) lead and right ventricular (rv) lead. Boston scientific technical services (ts) was contacted for assistance. The clinician noted the patient was in atrial fibrillation. Further investigation revealed that this was due to low atrial amplitudes and high out-of-range shock impedance measurements were recorded. Ts recommended further testing to ensure shock therapy is not compromised. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician plans to continue monitoring the patient. This product remains in service. The field representative confirmed that there were no adverse patient effects.